Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) device. The event report alleges the product was used in a surgical procedure. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during servicing. The handle has no power and will not take a charge from the charger. No patient involved.